Event description:
It was reported that five days after surgery the patient had a pulmonary infection. The patient had symptoms of choking, cough, and ¿respiratory.¿ the surgical site was not infected and the patient had a history of pulmonary disease. The patient¿s healthcare professional was not able to determine if the infection was related to the patient¿s deep brain stimulation therapy. Four days after the initial report, a manufacturing representative reported the patient was recovering and doing well.

Manufacturer narrative:
(B)(4).